Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the patient received inappropriate shock therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. The patient will be monitored with routine follow-up. No more issues have been reported. No further information is available.